Event description:
Dist was served with a summons on 7/15/97, and were just finding out that the beak of a resectoscope sheath broke off in pt. The piece was retrieved 2 days later during a cystoscopy procedure and a small laceration of the urethra was noted. Dist is not certain what model # the subject instrument is; whether it is still held at the hosp, or not.